Manufacturer narrative:
The cause of this event could not be determined based on the supplied information. The fse did not definitively demonstrate a hardware issue had caused the event. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated erroneously elevated accutni patient results for two patient samples. One result was above the ami cutoff and the other was within the risk stratification range of the assay. Repeat testing of the patient samples on the backup instrument in the laboratory produced lower results within the normal range of the assay. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced wash pump hardware components to resolve what the fse noted as "excessive air" observed in the wash pump. The fse verified hardware by completing a passing system check, a passing high sensitivity system check, and an accutni precision study with acceptable results. Customer was also able to perform accutni qc (quality control) within their established ranges after the fse repairs were complete.